Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician and field staff, the cause of the perforation was unknown. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of the proximal left anterior descending artery, which was 80% stenosed and severely calcified. The lesion was approximately 20mm-30mm long. The oad was operated for three treatment passes, and a vessel perforation was identified distal to the location of the calcium. A pericardial drain was placed, and angioplasty and stent placement were performed to resolve the perforation. The patient was transferred from the intensive care unit to the floor and was prepared for discharge